Event description:
It was reported the power cord was damaged, potentially resulting in exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Chg hospital beds, inc. Was acquired by stryker on jan. 2, 2015. This medwatch is being submitted late because it was identified during the integration and remediation activities initiated by stryker medical in conjunction with this acquisition.